Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the medical records. Medical records for second revision procedure were provided, states the head was exchanged to a standard freedom head and that the liner was partially broken from the posterior part. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The patient underwent a second revision procedure approximately 17 months after primary revision surgery due to multiple dislocations. During the second revision procedure it was noted that the liner was partially broken from the posterior.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity.

Event description:
Patient's left hip was revised approximately 17 months post implantation due to dislocation.